Event description:
The following was reported via article titled: "femoral vein occlusion or stenosis using a suture-mediated vascular closure device after catheter ablation". It was reported this was a venotomy closure of the right common femoral vein using the pre-close technique on three puncture sites via an 11.5fr sheath hole and 8.5f (x2) sheath holes, prior to an ablation procedure. The sutures of the proglide device were successfully placed. The ablation procedure was completed. Reportedly post procedure, the 11.5fr sheath was removed but a suture break occurred when the suture knot was tightened. An additional proglide device was used to achieve hemostasis. The remaining two sheaths were removed uneventfully. The patient was released two days after the ablation procedure. Thirteen days post procedure the patient presented to the emergency department with lower extremity edema. No deep vein thrombosis was found using computed tomography, and diuretic administration did not improve the edema. Right femoral vein stenosis was suspected on ultrasonography and confirmed on venography on postoperative day 30. Surgery was performed on postoperative day 45. Tissue proliferation and adhesion around the sutures were found and the sutures were removed. The patient was discharged six days later. No additional information was provided.

Manufacturer narrative:
Date of event is estimated as the date of publication - (B)(6) 2022. (B)(4). Product performance engineering reviewed the incident information; however, there was no reported device malfunction and the product was not returned. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. The electronic proglide instructions for use (IFU) states: for sheath sizes greater than 8f, at least two devices and the pre-close technique are required. The IFU deviation would not have contributed to the reported difficulties. The patient effects of swelling, occlusion are listed in the proglide IFU as potential adverse events associated with use of the suture mediated closure devices. Based on the case information, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined and the treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. The three additional proglide devices are filed under separate medwatch report numbers.